Manufacturer narrative:
(B)(4).

Event description:
It was reported that "helium loss alarms with suspected rupture". The report further states, "removal and replacement of iab. Initially with tfx iab. Second iab, this report, inserted was teleflex where continued alarms were issued. Second iab removed and replaced with getinge iab. Total of 3 iabs used (2 tfx, 1 getinge). No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00518.